Event description:
Information was received from multiple sources (trial patient, manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that they had a patient who has had a trial and within hours of trial experienced burning around the site of the wire. Severe. She came back 3 days later. No signs of in fection. Wire was removed. Pain immediately settled. She reports that in past has not been able t tolerated implanted coil. Has problems with cheap earrings etc.

Manufacturer narrative:
Product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306006, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 306006, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.